Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that the patient underwent surgery for a pocket revision. The surgery went well and the device was re-implanted sub-pectorally. After the surgery and while preparing to transport the patient to the recovery area, the patient had a change in level of consciousness, and was in ventricular fibrillation (vf). CPR was started and the patient was shocked externally multiple times. It was reported the device failed to detect or treat the patient while in vf. The device was removed the next day without any further episodes of vt or vf. It was also reported that there was an infection. No further patient complications have been reported as a result of this event.